Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Event description:
It was reported that the catheter was broken. An angiojet solent proxi was selected for use in a thrombectomy procedure. While unpacking the device, the catheter was broken at each distant edge. The procedure was completed with a new device that was the same model. There were no patient complications.